Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, reportedly it was not possible to put the lcp dhs plate on the dhs/dcs screw. It was reported the part was not implanted in the patient. No consequence to the patient was reported. The delay of surgery was -20% and the incident did not require further treatment. Reportedly the end of the dhs/dcs screw is badly deformed and no damage at the plate is visible. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
The relevant dimensions of the screw and the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.